Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-dec-04. It was reported that there was a lack of pain relief over the past 2 months, approximately since the beginning of (B)(6) 2018. The pain was reported to be caused by them being unable to aspirate any medicine or csf (cerebral spinal fluid) via the side port. Actions taken to resolve the pain included on 2018-nov-23, the pump was replaced. They were able to obtain a free flow of medicine/csf once they disconnected the extension tubing from the old pump. The patient was ¿feeling better.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a drug infusion device. The drug being delivered was bupivacaine with an unknown dose and concentration. The caller states she is on a very low dose. The reason for use was malignant pain. It was reported that the reason for the call was to know what could be going on with the pump. The patient missed her refill appointment by 2 months. When they pulled the medication out, she was down to less than 0.2 in the pump and it was almost empty. Ever since she got her pump refilled (¿about 3 and a half weeks ago¿ prior to the call date of (B)(6) 2018) she has gone back to being in severe pain. For the ¿last 5 days¿ she is waking up at night and cannot go back to sleep. Prior to this last refill her pain scale has been at a zero and the pump has changed her life. The healthcare professional (hcp) has interrogated the pump but it seems fine. In 2 weeks they will be doing a dye study. The change in therapy/symptoms was noted to be gradual. The situation is being addressed by the hcp. There were no further complications reported/anticipated.